Event description:
During an arteriogram, 6f sheath was pulled to shoot extra dye - the sheath was sheared at the site of a previous surgical graft in pt (r) femoral artery. The artery was opened and the sheath in its entirety was removed. The sheath never came completely in two. Artery had high amt of stenosis.